Event description:
It was reported that the patient underwent a mast posterior spinal surgery. It was reported that the driver tip broke during insertion of the bone screw. The surgery was converted to a mini-open procedure. No additional patient complications were reported.

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with some evidence of circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter and material hardness confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.